Event description:
The pt had a 40 cc iab inserted into a cutdown over the right femoral artery on 7/11/97. On 7/16/97, blood was noted in the catheter. The pt was taken to surgery the same day for the removal of the iab. A second iab was inserted. (Datascope was notified of this event on 8/8/97 via the mandatory medwatch form from the user facility; uf/dist report number: 29003-97-0004) on 8/14/97, datascope was notified that the iab would not be released to datascope. An evaluation would be available on site only. (Event complications: none from the event - reported 8/8/97.) (Pt's current status: unk - rpt'd 8/8/97.)